Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold. The patient could feel the stimulation in the chest and was determined that this lead had perforated and was also dislodged. The rv lead was repositioned successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.